Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of deflation received on july 04, 2022, with lot number: 2516780. Analysis of the returned device identified: broken shell, missing shell and black particles inner device. Leak test and microscopic analysis was performed which identified: smooth broken on radius, crease fold, delamination of the diapherm flange disk and wear abrasion. Based on the device analysis the final assessment is: a smooth broken on radius assessed as smooth broken. Missing shell assessed as inconclusive. A delamination total of the valve (adhesive failure).